Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he was having issues with the insulin pump. Customer's blood glucose was 130 mg/dl. The esc, act, up, and down buttons on the insulin pump are not responding. Customer stated the device was exposed to his environment. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.